Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. In addition, the device was removed due to tricuspid endocarditis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.